Manufacturer narrative:
An 0x18 alarm code was present in the data, indicating that the device reached an empty reservoir state. The downloaded data does not show any timeouts or drive stalls. The received device had the cannula assembly fully deployed. Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula. The exact cause of the reported dislodging could not be determined. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. The download data did not show any timeouts or drive stalls during the run. The adhesive pad and welds were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the cause of the reported adhesive issue could not be determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 21.6 mmol/l (388.8 mg/dl). The pod was worn between 37 and 48 hours on the hip/buttocks. It was noted that the adhesive was not secure. The cannula dislodged from the site and was bent. Hyperglycemia treated with a new pod.